Event description:
Allegedly surgeon revised hip due to squeaking 3 months out.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00959, 00961, 00962.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed. (B)(4): evidence that product in specification when used.